Manufacturer narrative:
The exact patient weight has not been reported, the only information available is that it is less than 100 kg. Batch review performed on 26 march 2020: lot 1907518: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.013 cocr ball head 12/14 ø 28 size l +3.5 (k072857) lot. 1900775. Batch review performed on 26 march 2020: lot 1900775: (B)(4) items manufactured and released on 05-jun-2019. Expiration date: 2024-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 1903332. Batch review performed on 26 march 2020: lot 1903332: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager. Implant covered in biological fluids. It is not possible to determine an implant related failure root cause. Clinical evaluation performed by medical affairs manager: early infection in hybrid tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
1 month after primary surgery, revision surgery for infection. The stem, the head and the double mobile liner revised successfully.